Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas about another issue and during that conversation, customer support (cs) found the tdd history is unclear because record 1 shows 0u total for date of (B)(6), and then record 2 shows a date of (B)(6) with a total of 22.4u. Record 3 has date of (B)(6) with total of 32.0. Mom states date and time have not been adjusted. Time/date are correct at time of call. There is no adverse event related to this issue. This complaint is being reported as it was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/23/2013 with the following findings: a review of the pump¿s history showed three records for 05/21/2013. The history showed evidence of the time and date resetting to factory default after a reboot and then the date being reset incorrectly. On (B)(6) 2013 at 11:38 the time and date reset to factory default and then time and date was reset to 14:59 (B)(6) 2013. Two other time and date resets were observed on (B)(6) 2013. During testing, the pump successfully completed a 10 unit audio bolus and a 10 unit normal bolus. The pump was exercised for 24 hours on a 1.0 unit per hour basal program. After 24 hours the battery was removed for 6 hours. When battery was reinserted; the time and date did reset to default setting. The pump cover was removed and a visible inspection confirmed the internal battery was leaking.